Event description:
This was a left-sided cardiac lead extraction to remove a total of 2 leads (implanted 6 yrs prior) due to an acute class I infection. The case was conducted in the cardiac catheter lab with arterial line placement, fluoroscopy and CT surgeon available. The md cut and prepped the rv lead (riata (B)(4)) with a lld# 1. A 14f sls ii, with the addition of a visisheath and torqmax, were used to begin lasing. When approaching, the proximal coil excessive bindings were encountered and lasing was stopped. The md applied add'l traction to lead/lld to allow laser sheath to become more coaxial. At the point when laser sheath was positioned with proximal coil, a loss of blood pressure (from 170 to 100 to 80 to 0 within 45 seconds) occurred. The md placed a peripheral balloon in the svc, the pt was emergently transferred to the operating room where the surgeon and heart team were waiting. A sternotomy was performed within 15-20 minutes of the pt's pressure dropping, a tear is the innominate/svc junction was found. The md reported the pt expired due to hemorrhage shock and tear was most likely due to "lead adhering to the vasculature". There were no device-related complaints made by the md. There were no devices returned for engineering analysis, as they were reportedly disposed of in the operating room. Attempts at gathering further device info were unsuccessful.